Event description:
It was reported that the cardoihelp displayed the error message ¿venous bubble sensor defective¿ even though no sensor is connected. As the alarm could not be cleared by customer and the cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.note: this event occurred on the canadian market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Manufacturer narrative:
It was reported that the cardiohelp displayed the error message ¿venous bubble sensor defective¿ even though no sensor is connected. The failure occurred during transportation of a patient. As the alarm could not be cleared by customer the cardiohelp was exchanged. No harm to any person has been reported.as the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. A getinge field service technician (fst) was sent for investigation. The fst confirmed the reported error message within the log files, but the failure could not be reproduced. Thus, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. (Refer to communication grid and service order # (B)(4)). As the failure could not be replicated, the root cause remains unknown.however, according to the risk file v24 of the cardiohelp device (dms# (B)(4)) the following root causes can lead to the reported failure: wrong bubble sensor information- influence due to other ultrasonic devices (e.g. Flow sensor)- bubble sensor disturbed -bubble sensor not plugged but recognized- connection of non-compatible sensor- environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage)according to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean.the device was manufactured on 2022-11-07.the review of the non-conformities has been performed on 2025-07-02 for the period of 2022-11-07 to 2025-06-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "venous bubble sensor defective error message" could be confirmed within the log files, but not reproduced by the fst.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).